Event description:
It was reported that patient underwent primary thr on (B)(6), 2007. Revision procedure was performed on (B)(6), 2012 due to dislocation. No further information was received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Product was not returned. Manufacturing history showed no deviations or recorded anomality. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.